Manufacturer narrative:
(B)(4). Batch # = n9087c. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 1 conforming clip and 1 scissored clip were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 6 conforming clips as intended. No sideway fed clips were note during functional testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip was fed into the jaws sideways. Another device was used to complete the case. There were no adverse consequences to the patient.